Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Imdrf medical device problem: code a030208 is not available in database to capture for colour of product is different from that expected.

Event description:
It was reported that the patient experienced the infusion set changing to yellow on the second day after insertion (B)(6) 2026.